Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was replaced as the patient was upgraded to a cardiac resynchronization therapy defibrillator (crt-d) system. This device is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This correction report is being submitted as this event is no longer considered reportable based on additional information received stating that the reason of the device replacement was that the patient was upgraded to a cardiac resynchronization therapy defibrillator (crt-d) system. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to an unknown product performance issue. This device is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.